Event description:
It was reported that the patient's inflatable penile prosthesis was explanted on (B)(6) 2018 due to fluid loss. The device had malfunctioned. The patient was implanted in 1986. A new 18 cm inflatable penile prosthesis was implanted. No patient complications were reported in relation to this event. As the complaint component was not returned, and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.